Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/22/2025 the user¿s caregiver reported that the ilet bionic pancreas device had a cracked screen and became non-responsive. The user did not have a backup form of insulin therapy available at the time. Arrangements were made for replacement. Blood glucose was not affected.